Event description:
It was reported that during an ecc (endocervical curettage) procedure, the user noted blood leakage localized at the opening of the holder for the oxygenator. The procedure was completed without replacing oxygenator. No pt effect was reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.